Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a three minute timeframe on the relion blood glucose monitor. There was no report of death serious injury or imstreatment associated with this event.